Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2024. During the procedure, the bands did not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap once attached to the trip wire; however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. Then the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit) but the IFU states "take up slack by pulling proximal end of trip wire on handle unit." Also, the trip wire was not secured in the slot on the handle unit but the IFU states "secure trip wire in slot on handle unit."

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.